Event description:
Dealer advised brake is not functioning correctly, dealer advised not sure if cable or handle or what is the issue, no injury, dealer could not provide any further information...(B)(4).